Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test or verify a33 alarm due to missing segments. Also, moisture damage at electronic assembly and damage motor during visual inspection. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap was not normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.